Event description:
It was reported that the device had bare wires exposed during testing at the manufacturer. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During testing manufacturer, it was observed that the device had bare exposed wires.